Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lot history record (f1625802) indicated that there was an additional inspection step added during the manufacturing process; however, this additional step did not cause or contribute to the reported incident and the lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that a mynxgrip 6f/7f vascular closure device jammed during the shuttle down step and as a result the hard stop could not be reached to deploy the tamp tube and deliver the sealant. Prior to use, the device was stored in the lab under temperature controls. The device was being used in conjunction with a 6f procedural sheath for femoral arterial closure following an interventional peripheral procedure. The stopcock was opened on the sheath prior to shuttling down. Excessive force was applied when shuttling down. A hematoma of less than 6 cm in size was noted which was resolved with manual compression of 30 minutes or less. The patient was noted to have recovered and hospitalization was not extended. Additional information was requested, but was unknown.